Manufacturer narrative:
Pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test. Pump primed and rewind properly. Pump passed the dat test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call of having difficulties priming, stating that pump had to be rewound twice at times. Customer reported of been hospitalized on (B)(6) with blood glucose of 674 mg/dl. Customer had symptom of high blood glucose; customer was not feeling well. Customer reported that she continued to bolus, but blood glucose remained high. It was found that cannula was bent. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for a week and was treated with manual injections. Customer was then transferred fo rehab for 3 weeks. Customer was wearing insulin pump at the time of hospitalization. Customer was educated on the cause and prevention of bent cannula.